Manufacturer narrative:
The insulin pump had unresponsive up and down buttons due to corroded keypad traces. Operating current test wasn't performed and low battery and battery out limit alarms weren't verified due to the keypad anomaly. Visual inspection was performed and no moisture damage was noted on electronic assembly. The device had minor scratches on the lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, a little bit of rain water went into the insulin pump. The device is now alarming low battery and battery out limit. Customer's blood glucose was 175 mg/dl. Customer stated she was wearing the device in the rain and none of the buttons are responding. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.